Event description:
The lay user/patient contacted lifescan on july 9, 2007 and alleged that his one touch ultra meter (serial number not provided) was reading inaccurately high. The patient reported that the meter read hi temperature, but he misinterpreted that to be a result of hi blood glucose. The patient took 20 units of regular insulin (insulin regimen not provided) and 15 minutes later, he retested and received a result of 52 mg/dl. The patient felt low, sweaty, and dizzy. He drank 4 cans of coke and 2 hours later, he tested on the meter with a result of 77 mg/dl. At the time of troubleshooting, the patient was explained when "hi.t" appears on the meter's display, it does not mean that the blood glucose was high, but it means high temperature. A test cannot be performed until the meter and test strips reach a temperature within the operating range for the ultra meter (43-111 degrees c). It was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was correct and he was also cleaning the puncture area properly. It was also verified that the meter was exposed to temperature outside of the acceptable range. This complaint is reported because the patient alleged he misinterpreted the high temperature message to be his "alleged high reading" (use error), administered insulin, and 15 minutes later, experienced symptoms of low blood glucose. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.